Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed and the plug could not be released. The device was removed, and manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used in an interventional procedure. The device was inserted after puncture using a non-cordis short sheath. During slow withdrawal of the device at an approximate 45-degree angle, pulsatile blood flow in the blood return indicator stopped. After withdrawing the device approximately 1 cm, the indicator window turned black. While fixing the device and attempting plug deployment, resistance was extremely high and deployment could not be completed. Suitability of the femoral artery was confirmed on angiography, including appropriate insertion angle and a vessel diameter of at least 5 mm, and there was no calcium, plaque, stent, or stenosis near the puncture site. The site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the non-cordis sheath with the vcd. The plug deployment button could not be depressed; therefore, the button was not pressed prior to removal. Upon device removal, the plug did not fall out, was not partially deployed, and was found fully inside the shaft. The indicator wire was still visible. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed and the plug could not be released. The device was removed, and manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used in an interventional procedure. The device was inserted after puncture using a non-cordis short sheath. During slow withdrawal of the device at an approximate 45-degree angle, pulsatile blood flow in the blood return indicator stopped. After withdrawing the device approximately 1 cm, the indicator window turned black. While fixing the device and attempting plug deployment, resistance was extremely high and deployment could not be completed. Suitability of the femoral artery was confirmed on angiography, including appropriate insertion angle and a vessel diameter of at least 5 mm, and there was no calcium, plaque, stent, or stenosis near the puncture site. The site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the non-cordis sheath with the vcd. The plug deployment button could not be depressed; therefore, the button was not pressed prior to removal. Upon device removal, the plug did not fall out, was not partially deployed, and was found fully inside the shaft. The indicator wire was still visible. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in its manufactured position, and the indicator wire was fully deployed, where no abnormal conditions were observed. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white/red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed and the plug could not be released. The device was removed, and manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure used a retrograde approach, and the exoseal vascular closure device (vcd) was used in an interventional procedure. The device was inserted after puncture using a non-cordis short sheath. During slow withdrawal of the device at an approximate 45-degree angle, pulsatile blood flow in the blood return indicator stopped. After withdrawing the device approximately 1 cm, the indicator window turned black. While fixing the device and attempting plug deployment, resistance was extremely high and deployment could not be completed. Suitability of the femoral artery was confirmed on angiography, including appropriate insertion angle and a vessel diameter of at least 5 mm, and there was no calcium, plaque, stent, or stenosis near the puncture site. The site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the non-cordis sheath with the vcd. The plug deployment button could not be depressed; therefore, the button was not pressed prior to removal. Upon device removal, the plug did not fall out, was not partially deployed, and was found fully inside the shaft. The indicator wire was still visible. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.